Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right atrial (ra) lead. The suspected cause of the event is due to inadequate insertion during the initial implant. Diagnostic imaging was performed and revealed no abnormalities. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Information was received that the ra lead was capped and replaced to resolve the event. The patient was stable.